Manufacturer narrative:
Two (2) pictures were provided for evaluation. Unable to determine failure from the photo provided. No physical damage or other anomalies were observed. Established flow, no occlusion observed. Also activated the microclave while isolated with an ICU-provided syringe. No stick downs or leaks were observed. Cannot confirm the customer complaint of "tpn occluded. Possibly due to microclave". A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a microclave¿ clear neutral connector was found to have an occlusion during patient use. It was stated in the report that the product problem was total parental nutrition (tpn) occluded. Possibly due to microclave. There was no patient harm reported.